Event description:
It was reported that a home patient (hp) reused a cassette during therapy on the homechoice device. This event occurred during the priming stage. The hp received an unrelated alarm and did not disconnect and change supplies prior to initiating a new therapy. The technical service representative assisted the hp in ending therapy and advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of the home patient had restarted therapy with same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.